Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device was alarming and leaking oxygen internally there was no patient harm

Manufacturer narrative:
Multiple attempts have been made to obtain patient information, no information has been provided.